Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber broke. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber broke. There were no patient complications.

Manufacturer narrative:
Functional analysis could not be performed, as the fiber was not returned. Analysis of media provided by the customer was performed. Media showed that the fiber broke, confirming the reported allegation. However, the exact cause that contributed to the break cannot be established.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber broke. The procedure was completed with a new fiber. There were no patient complications.